Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up in clinic, multiple pacemaker-mediated tachycardia episodes were observed due to inappropriate lv output. Programming changes were made. A week later, the patient presented to the clinic with shortness of breath; the reason is unknown as well as if it is related to the case. The patient will continue to be monitored.